Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during angioplasty in a heavily calcified brachial shunt, the fox sv ruptured at 20 atmospheres during the first inflation. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming.